Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdomen pain and cloudy pd fluids. On the same day as the onset of peritonitis, the patient was hospitalized for the event. On the same day, the patient was treated with ceftazidim and cefazolin for eight days (doses, frequencies and route of administration not reported) for peritonitis. The same day, the patient started treatment with vancomycin, imipenem and ciprofloxacin (doses, frequencies and route of administration not reported) for peritonitis. Treatment was discontinued approximately three weeks after initiation and the same day pd therapies were withdrawn and the patient was switched to hemodialysis. Thirty-four days after admission to the hospital, the patient was discharged. At the time of this report the patient was not recovered from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.